Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Although migration was confirmed, this did not contribute to the report of bladder issues. The physician noted the bladder issues were caused by an unrelated procedure the patient had received for a cervical decompression issue. The physician noted the bladder issues were unrelated to the curonix device. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device as the bladder issues were caused by a procedure for an unrelated cervical decompression issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported bladder issues and migration of the devices was confirmed via x-ray. An explant procedure was performed on (B)(6) 2025.